Manufacturer narrative:
The power supply of the acist angiographic injection system, model cvi, serial number ps-(B)(4), and the x-ray interface cable have been requested to be sent to acist's european service center for testing and evaluation. A follow-up report will be submitted upon completion of the testing and evaluation.

Event description:
User facility reported that electrical sparks were coming from the philips system x-ray interface cable at the connection to the philips patient table.

Manufacturer narrative:
The power supply of the acist angiographic injection system, model cvi, serial number (B)(4), and the x-ray interface cable were received at the acist europe service center on may 27, 2015. Visual examination of the power supply and x-ray interface cable was performed. The primary fuses in the power supply were blown and there was visible damage on the x-ray interface cable. The fuses were replaced, and the power supply was functionally tested. There was no problem found with the power supply related to the reported event. The x-ray interface cable was sent to acist eden prairie for evaluation. Visual examination of the x-ray interface cable identified exterior damage near the y-shaped over-mold on the cable. Removal of the over-mold in the cable section with the exterior damage found the three power connections were intact. Between the y-shaped over-mold and the connector which connects to the table of the philips x-ray system, a break was found in the wires. The damaged wires were the likely source of the sparking at the connection to the philips x-ray system. Acist's labeling includes the warning: do not use the acist system if any worn or damaged cords, cables, or connectors are detected. This report is considered closed.